Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had failed battery alarm and low battery alert. Customer stated that the changed the battery but still received the alarm. Customer reported that they had high blood glucose of 24 mmol/l. Customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = missing customer returned pump for alleged low battery alert, failed battery test and high bg (due to pump failing to power on) on jul 27, 2021. Pump was returned with missing retainer ring. Pump passed rewind test and active current test. Pump could not perform displacement test, prime/seating test, basic occlusion test, force sensor test, and displacement accuracy test or lock a test p-cap into the reservoir compartment due to missing retainer ring. Pump failed self test and sleep current measurement test. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case on corner of belt clip rails, cracked case (battery tube), cracked reservoir tube lip, detached retainer, missing o-ring (reservoir tube), battery tube threads cracked, cracked belt clip rails and minor scratches on lcd window. Pump was cut open to perform visual inspection, no moisture or physical damage noted on the electronic assembly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Thus was utilized to download trace/history files. In further review of the pump history various alarms were found including a failed battery test alarm found on (B)(6) 2021 at 19:39, 19:50, 19:53, 19:58, 19:59, 20:00, 20:01, 20:02, 20:03, 20:04, 20:05, 20:08, 20:18, 20:20, 20:21 and 20:22, as well as a low battery alarm found on (B)(6) 2021 at 18:50 and (B)(6) 2021 at 9:22, and 19:31. Swapping out test boards confirms that these errors are isolated to pcba 2. Additionally pump error 63 variable 3 alarmed during self test and variable 3 was noted in the history download found on (B)(6) 2021 at 20:50 due to a loose solder joint on u1 pin 1. In summary, customers alleged low battery alert and failed battery test was confirmed by the history files and by isolating the issues to pcba 2. Unable to verify customer alleged for high bgs. Additionally missing retainer ring noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.